Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found. However, it was noted that the returned device indicated a damaged grommet and a loose/detached set screw.

Event description:
It was reported that during the implant procedure the physician had trouble tightening the set screw on the device. The physician backed it out (counter clockwise) to restart and noticed the set screw was loose. The physician was then unable to get the set screw back in but ended up damaging the grommet. Once the physician was able to get the set screw out of grommet they were able to screw it back into the header of the device. However, damage to the grommet would allow fluid to ingress. Therefore, the device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).